Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Pneumoperitoneum and gastric perforation are known complications of a peg- j tube placement. H6 code of 4581 was chosen to capture the event of pneumoperitoneum. If any further relevant information is identified or obtained, a supplemental medwatch will be filed. Literature article, "citation: gombo¿ová, l.; deptová, j.; jochmanová, I.; svorenová, t.; veseliny, e.; zakuciová, m.; han, v.; lacková, a.; kulcsárová, k.; ostro¿ovic¿ová, m.; et al. Endoscopic complications are more frequent in levodopa¿carbidopa intestinal gel treatment via jet-peg in parkinson¿s disease patients compared to nutritional peg in non-parkinson¿s disease patients. J. Clin. Med. 2024, 13, 703. Https://doi.org/10.3390/ jcm13030703 ."

Event description:
On an unknown date, a patient in slovakia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, one jet-peg patient experienced extensive pneumoperitoneum; in her case, peg insertion led to a partial rupture of the stomach at the site of peg insertion and required surgical intervention with peg withdrawal and suture of the perforated stomach. Her bmi at the time of peg insertion was 18, therefore, severe malnutrition could be a precipitating factor for such an adverse event.